Event description:
During an upper endoscopy procedure, the physician used a cook endoscopy disposable varices injector. The device was advanced into position to treat upper gastrointestinal bleeding by injecting epinephrine. However, the needle would not extend from the outer catheter. The varices injector was removed from the endoscope and another varices injector was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report of needle extension difficulty. During our lab eval, the needle was extended from the outer catheter, but resistance was encountered. A severe bend in the outer catheter is located 3.5 cm from the handle. The severe bend is causing resistance when the needle is extended from the outer catheter. The outer catheter did not exhibit any evidence of needle penetration near the distal end. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: needle extension difficulty can occur if needle extension is attempted with the catheter in coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that advancing the needle while the catheter is coiled may result in damage to the performance characteristics of the device. A severe bend in the catheter can occur if the device experiences excessive pressure during use and/or general handling. A severe bend in the outer catheter can cause needle extension difficulty. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all disposable varices injectors are subjected to a functional test to ensure appropriate needle extension and visual inspection to ensure the product is free of kinks. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.